Manufacturer narrative:
Based on the information gathered, there is no indication or report that a da vinci product caused or contributed to the incidents. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported postoperative incident cannot be determined. This medwatch report (patient identifier #(B)(6)) is being submitted for the post-operative complications. The medwatch report with patient identifier #(B)(6) is being submitted for a case report of respiratory failure. In addition, medwatch report with patient identifier #(B)(6) is being submitted for a case report of pneumonia and atrial fibrillation mentioned in the same article. Article citation: marcuse f, hoeijmakers jgj, hochstenbag m, hamid ma, keijzers m, mané-damas m, martinez-martinez p, verschuuren j, kuks j, beekman r, van der kooi aj, van doorn p, van es m, maessen jjg, de baets mhv. Outcomes after robotic thymectomy in nonthymomatous versus thymomatous patients with acetylcholine-receptor-antibody-associated myasthenia gravis. Neuromuscul disord. 2023 may;33(5):417-424. Doi: 10.1016/j.nmd.2023.03.005. Epub 2023 mar 16. Pmid: 37037051. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. For section a2, the mean age of the patients was 40.9 +/- 16.7 years. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
During review of a clinical article titled, ¿outcomes after robotic thymectomy in nonthymomatous versus thymomatous patients with acetylcholine-receptor-antibody-associated myasthenia gravis¿ (marcuse, f., et al., 2023), the following events were mentioned: a retrospective review was conducted of patients with acetylcholine-receptor-antibody-associated myasthenia gravis (achr- mg) who underwent robotic thymectomy (rats) using the da vinci system at a single center between april 2004 and december 2018. Follow-up data was collected from 60 referring dutch hospitals; 230 myasthenic patients including 76 patients with a thymoma were enrolled. There were no intra-operative complications mentioned in the article. The procedure time was 106.4 (+/- 51.3) minutes for patients without thymoma, and 121.9 (+/- 54.2) minutes for patients with thymoma. Per the article, "within the first 30 days after thymectomy, 20 complications occurred in 15 patients." Five patients that had thymoma developed atrial fibrillation, three patients had pleural effusion with drainage, two patients developed pulmonary embolism, two patients had pneumonia, three patients had pneumothorax that required drainage, two patients had heart failure which required diuretics and one patient had respiratory failure due to sputum. There were 8 complications that occurred during 30-120 days after rats, which includes pulmonary embolism, chylothorax, phlebitis, pneumonia, and increased in myasthenic symptoms. At the follow-up period of the 165 patients with achr myasthenia gravis, 86 patients without thymoma and 50 patients with thymoma improved after thymectomy with no mortalities reported. Multiple attempts have made to obtain additional information. However, at the time of this report, no additional information has been received.